Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.

Event description:
During the preventative maintenance process, the technician found the brake caster was not working or holding enough.